Event description:
The patient underwent vns generator replacement surgery due to battery depletion. During attempts at product return, it was revealed that the facility, historically, does not release explanted devices with a patient release.

Event description:
Additional diagnostic information was received for the patient indicating that the impedance was within normal limits.

Event description:
It was reported that the patient was being referred for a possible replacement of the vns lead and generator. Further information was received that the patient's device was checked and the impedance value was close to high but not past the threshold. The physician told the patient to return later or if there were any issues. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.

Event description:
The explanted generator and lead were received but product analysis is still underway.

Event description:
Product analysis completed on the returned generator and lead. An interrogation and system diagnostic tests were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (shows an ifi=no condition) was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Lead analysis was completed. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The lead fracture allegation was confirmed. During the visual analysis of the 2nd portion, the end of coil2 was found to be broken. The broken end of the coil appeared dark and pitted, due to the condition of the coil end, the fracture mechanism could not be ascertained. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The lead assembly has dried remnants of what appear to have once been body fluids inside outer and inner silicone tubes, in some areas; no obvious path of fluid ingress was noted other than the identified openings and cut ends.

Manufacturer narrative:
D9. Device available for evaluation?, corrected data: supplemental #06 report inadvertently listed the wrong date, it should be 03/07/2023.

Event description:
It was reported that high impedance >9,000 ohms was detected on the patient's new generator and the patient had been having more nighttime seizures. It was noted that the patient was an elite athelete - a runner and had some repetitive movements. X-rays of the vns were examined by the treating facility and no apparent lead fractures were observed no further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Additional information was received for the patient in the form of clinic notes. The notes stated that the patient's impedance value was higher but the device continued to function well. There were settings and diagnostics included with the diagnostics stating the impedance value was up from a previous impedance value seen on a different date.